Event description:
I have been a user of the complete moisture plus soft contact lens solution for the past year. I had a regular appointment with my eye md this past week and was told that I have an eye infection in my left eye. He is unsure what type and recommends that I wear glasses instead of contacts for the next two weeks to see if it clears up on its own. I am scheduled to return to the clinic in two weeks for a follow up visit, but will be calling my clinic on tuesday to see if I need to come in sooner. Used daily, 2006 - 2007.